Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system lead had been installed the previous week migrated out of the original location. Surgical intervention was taken, during the procedure a break in the suture was found. The surgeon decided to replace the lead with a new lead. There were no problems during the procedure, and no impact to the patient.